Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a faulty force sensor resistor. No alarm for a compromised force sensor system could be verified due to the motor error alarm. The motor was tested outside of the device and passed. The insulin pump was also received with some cosmetic damage.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer keeps receiving the alarm when she changes her infusion set. Customer is having a hard time getting it to change. Customer stated that now she is wasting insulin and the issue started 2 months ago. Customer is sometimes able to get past the alarm. It was explained that during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.